Event description:
Patient had a g-tube (gastrostomy tube) replaced on (B)(6) 2024. A transition connector was provided to the family to use at home. On (B)(6) 2024, family called stating that the connector was leaking.